Event description:
A hospital reported to our distributor that the heater wire in an rt226 infant low breathing circuit "broke out of the bond during use." It seemed that the heater wire of the breathing circuit had detached from its retainer clip. No patient consequence was reported.

Manufacturer narrative:
The inspiratory tube of the returned rt226 was visually examined for a detached heater wire. Results: the spiral heater wire anchored inside the corrugated inspiratory tube by a retention clip, had become unhooked from the clip while the retention clip remained in place. This caused a small retraction of the heater wire within the inspiratory tube. A lot check revealed no other complaints of this nature for this lot number. Conclusion: an analysis to determine the root cause of heater wire retraction in breathing circuits is currently underway. We will provide a follow-up report as soon as investigation results become available. Our monitoring and trending of heater wire retraction events in infant breathing circuits has a rate in the last year.